Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the display was out of electrical specification, as a result the display was replaced. Further analysis was performed on the display. The failure was unable to be duplicated during secondary analysis, no defect was found.

Event description:
It was reported that the lower screen on the external pulse generator was blank, or displayed a vertical line only. The generator was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.